Event description:
Home patient (hp) reports patient line of homechoice set was not priming completely. Hp connected to set anyway and proceeded with initial drain. Hp reports no patient injury or medical intervention as a result of incident.